Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the login screen was stuck on cfn application. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the login screen was stuck on care fusion network (cfn) app. A technical support specialist dialed into the station and verified that the anesthesia application was up and running. There was no cfn application /cfn admin on the screen. It was found that the issue had been fixed by the technical lead. The system functioned as intended after the customer resolved the issue.